Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® one use holder, the device experienced failure of product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: 1-filling problem: yesterday, we had a problem with filling the barricor tube during a sample: the patient (beautiful vein!) Having been taken several times by 2 different people the aspiration is actually a little different to the sample with the mechanical separator but there, the tube was not filling! (Lot 0311961). Use of a wingset. Update: which device did you use to collect this patient? - vaccutainer and wing device when you punctured the tube, nothing came out? - yes for 3 samples, very little for 2 did you collect other tubes than the barricor during this non-filling? If yes, did you encounter any difficulties? - a dry tube taken, no problem.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® one use holder, the device experienced failure of product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: 1-filling problem: yesterday, we had a problem with filling the barricor tube during a sample: the patient (beautiful vein!) Having been taken several times by 2 different people. The aspiration is actually a little different to the sample with the mechanical separator but there, the tube was not filling! (Lot 0311961). Use of a wingset. Update: which device did you use to collect this patient? - vaccutainer and wing device when you punctured the tube, nothing came out? - yes for 3 samples, very little for 2 did you collect other tubes than the barricor during this non-filling? If yes, did you encounter any difficulties? - a dry tube taken, no problem.